Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Event description:
The patient reported exposed wires of the power supply. The power supply was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
No device analysis results are available because the device was not returned therefore the reported event could not be confirmed.. The reported event of power issues was resolved after replacing the power supply on 19jun2023. A review of the merlin logs confirmed that readings were sent successfully in subsequent days after the event date, indicating that the issue was resolved.

Manufacturer narrative:
It was determined clarification as needed as based on evaluation this event is not part of fa-q323-hf-4. As evaluation confirmed the event was related to frayed power supply and not a frayed right angle extender.